Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Offset reamer handle broke at u-joint during reaming. Tha case.

Event description:
Offset reamer handle broke at u-joint during reaming. Tha case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported that an offset cup reamer handle's u-joint broke during reaming. Visual inspection showed wear to the yokes of both the u-joints of the device. The proximal u-joint was broken apart and the short pins were broken away from yoke/weld area and worn away. The yoke where short pins were once welded was bent away. The distal u-joint were also worn away at the yokes showing material deformation. Four housing screws were missing and 2 of the existing screws were found to be loose. The housing had previously been unscrewed and the housing taken apart. See the attached figures. Review of device history records show that 0 of 30 device were accepted into final stock on (B)(6) 2017 with no reported discrepancies. Twenty-five devices were dispositioned per (B)(4) as "accept per specification" on (B)(6) 2017. The non-conformances were unrelated to the failure in this investigation. Review of complaints within the trackwise database for p/n 212760, l/n 3578925 show one (1) other complaint related to the failure in this complaint. The pr is (B)(4). Conclusion: the failure was confirmed. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.